Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had kept their right stimulator off since they got the machine put in because they felt like every time they turned the machine on they were retaining urine. Patient said they changed the setting on it and their doctor told them to change the frequency, so they changed it to a new program and they still felt like they was retaining urine so they have been keeping it off for a little bit and they were going to return it back on today. Patient mentioned that they had 2 ins implanted at each side. The patient was redirected to their healthcare provider to further address the issue. Patient reported urinary symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.